Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to failed battery test alarm. Unit had cracked battery tube threads.

Event description:
The customer reported that the battery cap that they received does not fit the insulin pump. The customer's blood glucose level was 98 mg/dl. The customer also reported that the pins on the cap that yanked out from the battery compartment. The device will be returned for analysis.